Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal inspections were performed and the device passed. The device passed a manual temperature test. The device failed a manual volumetric accuracy test. An inspection of the door piston foam found the foam to be deteriorated and the door piston to be cracked. The door piston foam was replaced and the device passed a manual volumetric accuracy test. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated door piston foam and the cracked door piston. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.